Event description:
It was reported by repair work order that the brakes would not disengage as the brake bar was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.